Event description:
It was reported that during small-open pneumonectomy, the device was locked out during vascular was cutting off at the first firing of right upper lobe segmentectomy. The device was used on a blood vessel. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 10/8/2024. D4 batch #975c52. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a vasecr35 reload loaded on the device. The reload was received partially fired 1/10. In addition, tyveks and battery pack were received along with the sample. The returned device, test reload and returned reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 975c52, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? Yes. If yes: did the device deliver any staples? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. If yes, were the staples formed properly? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. If yes, was the staple line complete? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.did the device cut? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. If yes, was the cut line complete? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. If yes, was there any issue with the cut line? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Was there any difficulty opening the device jaws? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.